Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the day of 02jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed one urgent low glucose alert was generated and the phb data showed that the alert was correctly generated, as estimated glucose values were at or below 55 mg/dl when the alert was generated. No evidence of an overdelivery of insulin was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 20 mg/dl while wearing the pod for 7 hours on the arm. The patient experienced nausea and hypoglycemia while driving. The patient's guardian called emergency services and the patient was then taken to hospital by ambulance. The pod was removed prior to hospitalization as advised by emergency services. The patient was hospitalized at krankenhaus bult hannover for five days. The patient's insulin was reduced by 30-40%. The patient was discharged on (B)(6) 2026.